Event description:
The facility reported that the pump turned on by itself during biomed testing. The hospital representative stated that there was no report of patient incident since the last baxter service event. No additional contacts were provided and no additional details were provided.